Event description:
A nurse reported a system message was displayed during setup. This event occurred after the pt had been sedated and intubated. After 30 minute delay, the system was switched out and the procedure was performed. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system, confirmed the customer reported event, and replaced the fluidics module. The system was then tested and met all product specs. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).